Manufacturer narrative:
On 08-dec-2021, mentor became aware of the following: the suspect medical device is a mentor memorygel breast implant 325cc gel breast prosthesis, catalog #3503254bc, lot #9389556, serial #(B)(6), UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2020 and it was replaced with a mentor memorygel breast implant 325cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis suffered from several issues in her left breast post implantation including the breast looks ¿weird¿, rash, pain, swelling, lumps, and hardness. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2020. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, breast lumps, swelling. Manufacturer¿s reference number: (B)(4).